Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was unable to be advanced over a .035 lunderquist wire. The patient was undergoing an endovascular aortic repair (evar) procedure where the device was intended to be used. Prior to opening the zenith flex with spiral-z technology aaa endovascular graft iliac leg, it was confirmed the shipping stylet was in the correct place. However, the zenith flex with spiral-z technology aaa endovascular graft iliac leg was unable to be threaded over the .035 lunderquist wire. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 19jan2026. The procedure was completed by using a different cook limb device. The cook lunderquist wire used in the procedure was not saved and will not be returned. No other cook devices had issues during the procedure.